Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, but the best estimate date is between 10/26/2018 and 7/17/2020. Section d6a: implant date unknown/not provided. Section e1: first name, email address: unknown section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the extended range of vision non preloaded intraocular lens (iol) was explanted from the patient's right eye. The lens was explanted and replaced with lens of the same model zxr00 16.0 diopter. No further information is available.